Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and had wear at fold in the proximal end, middle, and distal end of the cylinder. The first cylinder kink resistant tubing had a small hole from wear. The first cylinder krt did not pass the leakage testing due to fatigue. The second cylinder was microscopically inspected and had wear at fold in the proximal end, middle, and distal end of the cylinder. The second cylinder passed the leakage testing. The spherical reservoir was microscopically inspected and had wear at a fold in reservoir shell. The spherical reservoir passed leakage test. The pump did not pass the activation tests. The momentary squeezed pump passed visual inspection and leak test. This investigation was assigned to the conclusion code of cause traced to component failure.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the pump connecting tube was found. The ipp was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the pump connecting tube was found. The ipp was explanted and replaced. No patient complications were reported.